Event description:
(B)(4) - it was reported by the consumer that the irc5po2v stationary concentrator was allegedly releasing a lot of water in the unit's tubing, although it had a water trap. There was no patient injury reported.